Event description:
Since it seemed occluded under x-ray, the doctor explanted the system and implanted a new spv on (B) (6). The doctor would like to know if the valve was occluded.

Manufacturer narrative:
The incident has been reported to manufacturer on 03/17/2010. Results of analysis will be developed in a follow-up report.